Event description:
It was reported that the patient experienced a hypoglycemic event on 03/19/2026 with a reported lowest blood glucose value of 22 mg/dl while connected to the ilet, resulting in convulsions, loss of awareness, and respiratory distress. Emergency medical services were contacted and treated the patient with intravenous glucose and oral glucose paste, after which the patient recovered and declined transport to the hospital. The patient and caregiver were unable to identify a clear cause for the event. Outcomes included required medical intervention by emergency medical services. Investigation included communication with the patient and review of available information, including prior clinical notes indicating hypoglycemia associated with missed meal announcements, over-treatment of lows, and overnight trends. Investigation of this case did not identify a confirmed device malfunction or component failure. It was concluded that the cause of the event was not established. If additional information becomes available, a supplemental MDR will be submitted.